Event description:
More than 1 year post tavr, re-intervention with placement of commercial xt valve was performed due to mild to moderate paravalvular leak (pvl). The valve was positioned 50/50 and deployed under rvp. During deployment, the valve shifted aortic. Post deployment echo showed an 80/20 position with 1-2+ pvl at 1-2 o¿clock, no cai and no effusion. The team decided to post dilate, so 1 cc was added to the delivery system and the post dilatation was done one time. Post dilatation echo showed that the pvl had improved to 1+ pvl. At that time, no further intervention was performed. A little over a year later, the patient presented with mild-moderate pvl. The decision was made to place a second valve within the first valve, as it seemed the pvl was continuing to worsen. The 2nd valve was placed 1 cell lower and post deployment pvl. Was very mild. The patient¿s native annulus diameter measured 26x30 via CT with severe native valve/leaflet calcification prior to the initial valve placement.

Event description:
More than 1 year post tavr, re-intervention with placement of commercial xt valve was performed due to mild to moderate paravalvular leak (pvl). The valve was positioned 50/50 and deployed under rvp. During deployment, the valve shifted aortic. Post deployment echo showed an 80/20 position with 1-2+ pvl at 1-2 o¿clock, no cai and no effusion. The team decided to post dilate, so 1 cc was added to the delivery system and the post dilatation was done one time. Post dilatation echo showed that the pvl had improved to 1+ pvl. At that time, no further intervention was performed. A little over a year later, the patient presented with mild-moderate pvl. The decision was made to place a second valve within the first valve. The 2nd valve was placed 1 cell lower and post deployment pvl. Was very mild. The patient¿s native annulus diameter measured 26x30 via CT with severe native valve/leaflet calcification prior to the initial valve placement.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl more than 1 year post procedure is unknown. However, the elliptical annulus, severe native valve/leaflet calcification, and mild pvl noted with the initial tavr may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.